Manufacturer narrative:
Correction to initial report, section d.1.

Event description:
It was reported the set leaked of radioactive isotope. The event occurred at cardiology stress test unit. Although requested, additional information was not available.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported the set leaked of radioactive isotope. The event occurred at cardiology stress test unit. Although requested, additional information was not available.